Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead. Product ID 3778-60, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the patient had a pre-op symptom diagnosis of lumbar sacroilitis and lumbar radiculitis prior to the trial spinal cord stimulation (scs) system being implanted. Prior to the permanent scs system being implanted, the patient had a pre-op symptom diagnosis of chronic pain syndrome, postlaminectomy syndrome, and lumbar radiculitis which were not responding to conservative measures. One week after the surgery the patient was seen for post-op follow-up. The patient stated that she had been having sharp, dull, and spasm pain which she rated as a 5 on a scale of 1 to 10. The pain occurred all the time according to the patient and the pain was slightly greater on the right side than the left. The patient also had regular bowel movements since having the surgery. The patient's conditions had slightly worsened. Rest and pain medication made it better while actively bending and laying down made it worse. The patient had an extremity warm to the touch incision and noted that she had redness with the tape so the patient had the dressing removed since post-op day #2. The redness had decreased since the dressing was removed. There was no drainage noted. The patient had been showering since post-op day #2 as was directed and will finish her antibiotics tomorrow.